Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had secretion leakage when the patient coughed up without the universal connector. There was no decannulation/reintubation required.